Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
An osseotite xp® implant 4/5 x 11.5mm (os4511) was returned for investigation. Visual inspection of the as returned product identified severe damage, possibly due to the removal process, and a fracture at the top portion of the implant. The complaint and reported malfunction were confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there were 2 additional related complaints against this lot. The additional complaints describe implant fracture, and are considered similar complaints. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant fractured. The implant was extracted.